Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore off upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury.